Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer stated that she called the paramedics due to low blood glucose levels. The customer stated that her blood glucose levels initially were high, but after treating, she went as low as 43 mg/dl. That is when she called the paramedics. The customer was treated, but not taken to the hospital. The customer stated that she is new to insulin pump therapy. Troubleshooting was performed. The time and date were programmed correctly, but the customer didn't know of the basal rates were correct. Advised the customer to check with her hcp for correct basal rates. Found that the reservoir volume was accurate. The insulin pump was not exposed to high magnetic fields. Conducted the displacement test twice, and the insulin pump failed both times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.